Event description:
During surgery, a pin hole was found on the inner pouch. No damage was found on the outer pouch. A back up divide was used.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the eval summary will be submitted in a supplemental report.